Manufacturer narrative:
H10 added related report number as it was omitted from the initial report that was submitted. The investigation has been completed. Clinical symptoms(hemorrhage/bleeding): the cause of the injury was not determined due to insufficient clinical details. Pump suction: the pump was not returned for investigation. Data log showed a few suction instances during the case run. One occurred on 30-jul-2025 while running at a steady p-level, with the placement signal becoming flattened and low in amplitude, and a drop in motor current and flow for about two minutes. There was no confirmed positioning issue noted in the data log. The cause of the suction issue was not determined, as sufficient clinical information was not provided and the product was not returned for investigation. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This is one of the 2 report, where this report represents the pump and the other report is for aic.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. The patient had a nosebleed and that they experienced pump suction. It was reported that heparin was stopped due to a nosebleed. Additionally, suction alarms were encountered overnight, and as a result lasix drip was stopped and no alarms appeared since. Patient is stable post